Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the t: lock connection. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.